Event description:
Patient for right arm venous thrombectomy, developed chest tightness and tingling across chest when angiojet used. This occurred 4 times at 110, 137, 200 and 247 seconds. Stopped using angiojet after 4th time and dripped tpa overnight with craff macnamara cath.

Manufacturer narrative:
The patient presented for a right arm venous thrombectomy. It is not known if the vessel was partially or had a total occlusion. The physician used an angiojet solent proxi thrombectomy set to perform thrombectomy. During the procedure, the patient developed chest tightness and tingling across the chest during angiojet therapy. This occurred four times, 110, 139, 200 and 247 second mark of angiojet therapy. After the fourth incident, the physician decided to stop using the angiojet device and dripped plasminogen activator (tpa) overnight with cragg macnamara catheter (covidien). The angiojet solent family instructions for use (IFU) warns the user: "cardiac arrhythmias during catheter operation has been reported in a small number of patients. Cardiac rhythm should be monitored during catheter use and appropriate management, such as temporary pacing, be employed, if needed." This event is considered a reportable event as the association between the angiojet device and noted event cannot be conclusively ruled out. In addition, the physician's decision to stop using the angiojet device and dri tpa overnight via a catheter could be considered an intervention.